Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced a severe accident as a result of low blood sugar on (B)(6) 2016. Date of issue is an approximation. It is unknown if the patient was wearing the cgm device at the time of the accident. There was no alleged device malfunction. No additional event or patient information was provided.